Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the implantable cardioverter defibrillator (ICD) lead would not fit into df4 port. Multiple attempts and lubrication with adipose tissue was made. Consistent high impedance, noise and no pacing were observed. When removing the competitor lead from the ICD header appeared to be very difficult as wedged in tightly. Pin appeared to be through header with green banding visible. The ICD was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.